Manufacturer narrative:
H.6: ¿ scope of issue: the scope of issue is limited to facscount sys-international (ce) part # 343075 and serial # (B)(6) . ¿ problem statement: customer reported complaint regarding cd4 absolute count of 1 on (B)(6) 2023. Unexpected results can negatively impact patient diagnosis and treatment. The instrument underwent repairs and was found to be functioning as expected, and neither the customer nor any patients were harmed by this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 343075. Date range from 27feb2022 to date 27feb2023. ¿ device history record (DHR) review: DHR part # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Date of mfg. March 2005. ¿ complaint history review: there is 1 complaint related to the reported issue for part # 343075. (B)(4). Date range from 27feb2022 to 27feb2023. ¿ returned sample analysis: a sample was not requested for evaluation because no parts needed to be replaced. ¿ service history review: o review of related work order # (B)(4); case # (B)(4). O install date: 11aug2007. O defective part number:n/a. O work order notes: ¿ subject / reported: 343075 - facscount suspected sample results. ¿ problem description: the site mentioned that the instrument gave a cd4 absolute count of 1. ¿ work performed: ¿ measured laser power more than 1.0mw(1.050-1.130mw). ¿ measured sheath rate ok at 18ml/min. ¿ measured and adjusted sample rate from 68 to 61 ul/min. ¿ adjusted bead location from around 200 to 213 and size mean to 64. ¿ re-gelled flow-cell because cvs were poor ¿ ran control sample that was prepared and ran on another facscount and results were similar ¿ cause: not known. Slightly high sample rate, incorrect bead location and poor cvs, cause faulty/uncalibrated pipette all possible causes ¿ solution: issue appears resolved.patient sample will be prepared and run again (same prepared sample) on two different facscount instruments to verify instrument ¿ parts replaced:n/a ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # (B)(4), rev. 02/vers. B, bd facscount risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. O hazard(s) identified? ¿yes ¿no o hazard ID #: 3.1.4 o hazard: functional hazard o harmful effects: erroneous/incorrect results o cause: faulty vaccuum pump o residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause of the issue was not determined. ¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of absolute count of cd4 to be 1 could not be determined. The customer reported a complaint regarding cd4 absolute count of 1. The issue was confirmed by the field service representative (fsr) who performed various testing on the instrument. This included measuring laser power, sheath flow rate, measuring and adjusting sample flow rate, adjusting bead location and re-gelling of flow cell. This series of troubleshooting resolved the issue, but a specific cause could not be determined. After subsequent control sample testing, the instrument was found to be functioning as intended . The results from the tests were not used for diagnostic or clinical purposes, and no customer or patient was harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscount system user¿s guide # 337842 rev. 01/vers. A, starting on page 83. ¿ conclusion: based on the investigation results, complaint was confirmed and the potential cause could not determined. The customer reported a complaint regarding cd4 absolute count of 1. The issue was confirmed by the field service representative (fsr) who performed various testing on the instrument which included measuring laser power, sheath flow rate, measuring and adjusting sample flow rate, adjusting bead location and re-gelling of flow cell. This resolved the issue and subsequently, the instrument was found to be functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facscount¿ that there was erroneous results. The following information was provided by the initial reporter: (B)(6) 12:28:51 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details site suspect that the result could wrong and it is reading a cd4 count of 1 the site mentioned that the instrument was reading only 1 cd4 count.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscount¿ that there was erroneous results. The following information was provided by the initial reporter: wed mar 01 12:28:51 utc 2023 patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details site suspect that the result could wrong and it is reading a cd4 count of 1. The site mentioned that the instrument was reading only 1 cd4 count.